Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen was dropped and the touch screen became shattered. Customer is unable to unlock the pump touch screen due to the damage. Customer's blood glucose was 250 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as well.